Manufacturer narrative:
Sus voluntary event report was received. Medwatch: mw5148214.

Event description:
It was reported the atrial leadless pacemaker (lp) dislodged and embolized to the left heart. Surgical removal was required and the patient barely survived.